Event description:
It was reported that customer had multiple 14 fr nasogastric tubes that appeared to have a small tear in the lumen which was causing issues with being able to suction or sump through the tube. Each package they had opened has this issue, but the 16 fr did not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned four-photo sample noted one opened (with original packaging), nasogastric tube. Visual inspection of the first photo sample noted the product packing with information. The second, third and fourth photo shows the nasogastric tube with a small tear in the lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: instructions for nasogastric tube insertion 1. Explain the procedure to the patient. 2. Carefully measure to find desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape. 3. Check the patients nostrils for patency; select the nostril with best patency. 4. Lubricate the full length of tube to be inserted. 5. Insert the tube through the nose aiming down and back. When the tube hits the pharynx, if patient is able, have him or her flex his/her head forward and swallow. Advance the tube as the patient swallows. If resistance is met, rotating the tube may facilitate placement. 6. Continue to advance the tube until the marked position on the tube is reached. Do not advance beyond the marked length as coiling and or knotting of the tube in the stomach may occur. 7. Confirm tube placement per hospital policy. The tube has a radiopaque stripe facilitating x-ray confirmation. If proper placement of tube within the stomach cannot be confirmed, remove the tube gently and start the procedure again. 8. Secure with a securement device or tape per hospital protocol. 9. Ensure 5-in-1 adapter or lopez valve is snugly inserted into suction lumen to prevent suction loss. 10. Keep blue vent lumen above the level of the patients stomach to prevent reflux of stomach fluids into the blue lumen. 11. Do not clamp air vent port while suction is being applied. Recommended suction settings always use lowest suction setting that will effectively decompress the stomach. For intermittent suction via thermotic pump, use high (gomco, 120mm hg). For intermittent suction via central source, set at low (30-40mm hg). For continuous suction, set at low (30-40mm hg). Increase slowly until flow is observed as necessary. Instructions for prevent anti-refl ux filter 1. Firmly seat the tapered end of anti-refl ux fi lter in blue air lumen vent of nasogastric tube. 2. If gastric reflux in vent lumen is observed, clear the obstruction in the main lumen by following your hospitals standard protocol. Attach syringe to luer fi tting on anti-reflux fi lter and inject a minimum of 15cc of air to clear the blue air vent lumen of any gastric reflux. Do not inject fluid through fi lter. 3. To cap nasogastric tube when tube is not connected to a suction source insert transport plug on anti-refl ux fi lter housing into suction lumen of nasogastric tube. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple 14 fr nasogastric tubes that appeared to have a small tear in the lumen which was causing issues with being able to suction or sump through the tube. Each package they had opened has this issue, but the 16 fr did not.